Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2011, the patient presented with failed l5-s1 stabilization and status post l5-s1 diskectomy and decompression. The patient underwent hardware removal, l5-s1, l5-s1 posterior spinal fusion, re-instrumentation at l5-s1 utilizing the globus pedicle screw system, use of bone morphogenetic protein sponge ¿ prosthetic device and cancellous allograft. As per op notes, ¿¿.a bone morphogenetic protein sponge was soaked on the back table. Cancellous allograft bone was rolled within the sponge¿.¿. ¿¿the bone graft material was then placed in the lateral gutters from l5-s1 completing the fusion at l5-s1.¿ no patient complications were reported.

Event description:
It was reported that the patient underwent a posterior fusion at l5-s1 by mixing rhbmp-2/acs with allograft and placing the mixture directly into the patient's spine without using the required lt-cage. Subsequently, the patient was diagnosed with "injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living."